Event description:
Event verbatim [preferred term] blister and burn [burns second degree] , too hot [device issue] , reapplied the wrap/ she cuts the wrap and puts it in a belt/ did not read the usage instructions [device use error] , expiration date: oct2017/ thermacare start date: 03dec2017 [expired device used] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip)(device lot number j24904, expiration date oct2017) from an unspecified date for lower back pain. Medical history included high blood pressure and high cholesterol. Concomitant medication included metoprolol (metoprolol) and atorvastatin (atorvastatin). The patient has previously used thermacare heatwraps (3 years ago) and experienced a burn blister. On (B)(6) 2017, the patient reported she folded a towel between the wrap and her skin because the wrap was so hot. When the heatwrap was too hot, she had to take it off and placed it in ziploc bag. Later she took it out of the ziploc and it was cold. She reapplied the same wrap, but the wrap became very hot and she removed it. She used the heatwrap for 3-4 hours and developed a blister and a burn on her left side about 4 inches below her waist. The patient also stated that the belt on the wrap was not tight enough. She had to use scotch tape or duct tape, and she cuts the wrap and puts it in a (pharmacy) belt. Patient classified her skin tone as medium. She denied having sensitive or abnormal skin conditions. She has not previously used other heat products for pain relief. She no longer had the product to provide upc, lot or expiration date. The patient did not engage in exercise while using the product, did not read the usage instructions on thermacare before using the product, and was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She did check her skin under the product while wearing thermacare after she felt it burning. The patient did not consult a healthcare professional for the problems/symptoms. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event blister and a burn was recovering. The outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip, (B)(4), effective: 13jun2014. Consumer reports the wrap was too hot. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Consumer reports she developed a blister and a burn caused by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include thermal testing, process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (03jan2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events burn blister, device issue and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event expired device used is non-serious. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burn blister, device issue and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event expired device used is non-serious. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip, (B)(4), effective: 13jun2014. Consumer reports the wrap was too hot. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Consumer reports she developed a blister and a burn caused by a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include thermal testing, process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blister and burn [burns second degree] , too hot [device issue] , reapplied the wrap/ she cuts the wrap and puts it in a belt/ did not read the usage instructions [device use error] , expiration date: oct2017/ thermacare start date: (B)(6) 2017 [expired device used] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip, device lot number j24904, expiration date oct2017), via an unspecified route of administration from an unspecified date for lower back pain. Medical history included high blood pressure and high cholesterol. Concomitant medication included metoprolol (metoprolol) and atorvastatin (atorvastatin). She states she folded a towel between the wrap and her skin because the wrap was so hot. When the heatwrap was too hot she had to take it off and placed it in ziploc bag. Later she took it out of the ziploc and it was cold. She reapplied the same wrap, but the wrap became very hot and removed it. She used the heatwrap for 3-4 hours and developed a blister and a burn on (B)(6) 2017. The affected area is on her left side about 4 inches below her waist. The patient also stated that the belt on the wrap is not tight enough. She has to use scotch tape or duct tape, and she cuts the wrap and puts it in a (pharmacy) belt. Patient classified skin tone as medium, and does not have sensitive or abnormal skin conditions. The patient has previously used thermacare (3 years ago) and experienced the same problem/symptom. She has not previously used other heat products for pain relief. She no longer has the product to provide upc, lot or expiry. The patient did not engage in exercise while using the product, did not read the usage instructions on thermacare before using the product, and was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She did check her skin under the product while wearing thermacare after she felt it burning. The patient did not consult a healthcare professional for the problems/symptoms. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event blister and a burn was recovering. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn blister, device issue and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event expired device used is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burn blister, device issue and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event expired device used is non-serious. The events are medically assessed as associated with the use of the device.